Manufacturer narrative:
Age at time of event: (B)(6) or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in a shunt in the severely tortuous and moderately calcified forearm vessel. An ultra high flow introducer sheath was introduced. After a non-bsc guidewire was advanced to cross the lesion, a 5.0 x 40, 40cm mustang¿ balloon catheter was advanced to dilate the lesion. The balloon was inflated thrice at 20 atmospheres, 22 atmospheres and at 24 atmospheres. However, upon the fourth inflation, the balloon ruptured at 24 atmospheres. The device was completely removed and the procedure was completed with this device. No patient complications were reported and the patient's status was good.